Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damages were observed. Force sensor test error was found in pump event history log. Reported problem was unable to be duplicated during start-up test. The root cause of the reported issue was not able to be determined. Customer manipulated the pump during its self-test. Actions were taken to mitigate the reported issue: performed maintenance.

Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.